Event description:
Customer reports meter read 128mg/dl (11:06); lab draw result was 27mg/dl (11:15). Controls were run and reportedly fell within acceptable limits. Pt was not treated based on meter results. No adverse event reported. Requested return of suspect device and replacement was sent.